Event description:
The manufacturer was contacted alleging a "ventilator service required" message. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The error log showed an error with the oxygen blending module. The oxygen blending module board has been replaced to address the issue.